Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm during rewind on the insulin pump. Customer had some motor error alarms in the alarm history. Customer complained that they cannot cancel the alarm. The customer's blood glucose is normal and did not require medical treatment.